Manufacturer narrative:
No button error alarm. Unit received with no button response due to flattened act keypad dome. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker and cracked lcd window. Keypad connector was found closed properly during visual inspection. Unable to verify failed battery or weak battery alarm due to keypad anomaly. Unable to perform functional test due to keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery bad, battery test failed and weak battery. The customer tried to bolus and the buttons were not responding so she took the battery out and put it back in. The customer stated she was able to use the escape button, up and down buttons, however, the insulin pump alarmed button error. The customer did not provide their blood glucose value at the time of the incident. The customer stated that she keeps the pump in her bra so it might get hot and/or sweaty. The customer declined failed battery and weak battery troubleshooting. The customer was advised to observe time clock for one minute to verify if time advances, found unknown because there is no time on the display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.